Event description:
It is reported that the pt began experiencing pain. On (B)(6) 2011, the pt underwent an aspiration. The culture was (B)(6) for (B)(6), so on (B)(6) 2011, the pt underwent an irrigation and debridement.

Manufacturer narrative:
Eval summary: hospital notes state that the pt was started on a regimen of vancomycin and a closed tube system was placed after the I & d. Drainage later turned out to be (B)(6). The simmer sterilization vendor processes all implants to meet FDA regulation and iso standards at a sterility assurance level (sal) of 1.0 x 10-6 or better. Therefore, it is highly unlikely that he specified device caused or contributed to any pt infection. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify and evidence of product contribution to the reported problem. Should additional substantive information be received, the complaint will be reopened.